Event description:
Customer reported experiencing high blood glucose levels exceeding 500 mg/dl. Cause was not known. Customer administered a correction bolus via the pump as well as a correction injection to address the glucose levels.